Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patients device was removed because it was no longer working. No symptoms reported. No further complications were reported/anticipated.